Event description:
.

Manufacturer narrative:
(B) (4): evaluation method code: device history for the lot numbers associated with the custom pack were reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: analysis of the product was not possible due to no return. Conclusion: additional information was received during investigation that one of the staff members leaned on the arterial line causing by accident an occlusion which lead to an overpressure build-up by the rollerpump which caused the disconnection of the tubing from the oxygenator. The cause of the patient's death is unknown. However, without return to rule out a product malfunction, a root cause to this event could not be determined.